Event description:
It was reported that upon interrogation, capacitor charge time limit reached on (B)(6) 2011. The rep attempted to perform a cap maintenance twice in clinic, but had to remove the wand from the device both times to stop charging after 30s. The device was explanted.

Manufacturer narrative:
The reported field experience was confirmed. Analysis found an anomalous component, within the hv charging circuitry. This anomaly caused the inability to complete a high voltage charge.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.